Manufacturer narrative:
The power loss, low battery and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. Unit was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that she had battery issues over the past weeks and had changed the battery every two to three days. The customer stated that the power error reoccurred when she was asked to rewind. The customer was advised to check her daily delivery to make sure she had received her daily dose of insulin. The customer will be sent a replacement pump.